Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of cine option not working as intended. The fse determined the cause of the problem to be a faulty image processor pcb. The fse replaced the pcb verified system functionality. The image processor pcb allows enhancement, noise filter, contrast/brightness, negate and zoom functions to be applied to the image obtained by fluoro, cine or spot modes. If a component fails or its connection to the board fails and the board does not communicate with system computer, the system will not boot. Based on age of the system, manufactured on 12/19/2003, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up while attempting cine playback. No patient serious injury or death was reported related to this event.